Manufacturer narrative:
It was previously reported that the investigation found a manufacturing deficiency as the root cause. Further review of the investigation found that this could not be conclusively determined. Root cause could not be identified through evaluation of the returned device and a review of manufacturing records did not show any discrepancies. Based on the information available, root cause was not able to be determined. This report has been updated to reflect the corrected information. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the evaluation confirmed the complaint. Sample was received and reviewed. Pattie miscount confirmed. DHR review completed with no errors found. Tcr opened. The patties are produced in a fully automated machine with very little human intervention. Patties which have been produced are inspected using a computer vision inspection throughout the process. The final step of the process is to place the patties on the card, which is done automatically by the machine. There is a vision system which then takes a picture of the 10 strings on the card and only allows it to pass if there were 10 strings found. The automated machine used to produce this product uses a vision inspection system to 'count' the number of patties on the card. The system is very robust at finding any missing patties. Therefore, the most probable root cause lies in operator error. The operator must have dropped the rejected pattie product in the good bin. Operators are trained not to rework any product to eliminate this risk of miscounts. A tcr was opened to retrain and communicate this complaint to our operators that had worked on the lots in question. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sales rep reported that when the customer opened the package there were 9 patties instead of 10. There was no patient injury or delay in surgery as a result of this incident.